Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon investigation, ECG a, ECG b, the front therapy electrode, and the trunk cable connector were severed and missing from the electrode belt. The root cause for the severed and missing components was extreme physical abuse.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2016. The patient was in a sinus rhythm at 60 bpm with motion artifact at 09:26:53 on (B)(6) 2016 when the device underwent first recorded belt communication issues, causing an abnormal shutdown. After the abnormal shutdown, the belt communication fault flags continued from 09:26:56 to 09:45:57. The electrode belt was then disconnected at 09:46:00. Upon receipt, the electrode belt was found to have ECG a, ECG b, the front therapy electrode, and the trunk cable connector cut off. The belt communication errors and abnormal shutdown are indicative of the extreme physical damaged suffered to the electrode belt. The patient was in a non-treatable rhythm at the time of the belt communication failure, however the rhythm after the communication failure is unknown. No sustained vt/vf was detected prior to the belt communication failure. The patient's time of death is unknown, and therefore, it is unclear whether the patient was wearing the damaged electrode belt at the time of passing.